Event description:
It was reported that device delivered inappropriate hv therapy due to far p wave oversensing and post-paced t-wave oversensing. Programming changes were made. Patient condition was good.

Manufacturer narrative:
.